Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had a button anomaly. The esc key was not sensitive. The customer's blood glucose level was normal and did not require any medical treatment. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The device was received intermittent button response due to lcd unlock keypad connector. The device was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.